Manufacturer narrative:
The full name of the initial reporter documented is: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure during patient use. The customer reported receiving the autofill failure after changing the helium tank. All connections were secure and no leaks were indicated. The iabp was swapped out without incident. The iabp was sent to the biomedical engineers for evaluation. No patient death, serious injury or adverse event was reported